Event description:
I had the essure implanted around ten years ago in (B)(6). I have constant pain. Cramping, debilitating pain. On top of my period, I have bleeding all throughout each month. I had a very large seizure. Something I terribly wrong with me. The seizure was the scariest thing, I thought I was going to die. When I woke up today, I was completely covered in blood down there. Just an enormous amount of blood. My period isn't due for a week but it doesn't seem like period blood. I am in absolute agony from the pain and cramping in my abdomen. I don't know what to do. I am in florida and still have no health coverage. Because in (B)(6) just doesn't care. There is no kind of mass health system down here for people without coverage. I want this thing out of my body before it kills me! Because I think it just might. I want the FDA, lawyers, advocates and my family to know why, in case this horrible birth control product that was presented to me as the safest thing ever and the best thing since sliced bread, does actually take my life from me.